Manufacturer narrative:
The device was not returned for investigation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a cryoablation procedure, air was noted entrapped within the tubing. No adverse event occurred.